Event description:
The lead was explanted due to a report of j retention wire fracture with protursion through the outer polyurethane insulation. Post op visual by doctor indicates no fracture or protrusion was detected. Explant method: intravascular, superior. Technique/tools: sheath(s). No complications.